Event description:
It was reported by nurse, the customer's low blood glucose of 12 mg/dl. Customer was treated and blood glucose increased to 199 mg/dl. Customer's most recent blood glucose reading was 263 mg/dl. Customer was shuffling while walking, as if drunk. Customer was also sweaty. Customer did not have breakfast. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.